Event description:
Medical doctor noted handle was half disconnected from suction device, exposing a spring that was not fixed and could have been dropped as a foreign object into the surgical field. Device was not functional.